Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection was performed and no issues were noted. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition could not be determined. The device was found within specification in relation to the reported system error 345, which was not reproduced. System error 345 was verified through a review of the event history log. The device was found to function as designed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
The biomed emailed to report a spectrum pump displayed system error 345. Patient involvement is unknown.